Manufacturer narrative:
(B)(4). The manufacturer received the device for evalutation. The device was forwarded to a supplier for further investigation. This supplier investigation showed that the reported error message "error head" could be confirmed. The investigation determined that the digital isolator ic6 on the electronic board mc1 had a defective solder joint at pin 1. The most probable cause for the damage is a strong impact to the device or a downfall of the device. The device is under repair and will be sent back to the customer after completion and final testing. A supplemental report will be provided if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Service technician tested the device and confirmed the head error. Device was sent to (B)(4) for repair. A supplemental report will be provided when additional information becomes available.

Event description:
It was reported that the rotaflow-drive was displaying the error-message head during the priming of the system. (B)(4).